Event description:
It was reported the pt was not receiving effective stimulation in her pain pattern. A sjm rep was unable to resolve the issue with reprogramming as the pt began receiving unwanted stimulation in her thigh. Additionally, x-rays identified the scs lead had migrated. F/u identified surgical intervention was taken to resolve the issue during which the physician inadvertently cut the lead. Subsequently, the lead was explanted and replaced which resolved the issues. The procedure was extended approx 1.5 hours.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.